Manufacturer narrative:
The returned instrument was received in its inner blister covered by the tyvek foil, showing the lot information. The instrument showed no macroscopic signs of damage and no signs of surgical residues. The instrument was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested for its aspiration and irrigation properties. It was shown that there was no leakage or occlusion and that both aspiration and irrigation functioned as expected. Therefore, the customer¿s complaint could not be confirmed, as the product met its specifications. A review of the batch record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic backflush device was unable to aspirate during surgery. The specific procedure type was not provided. No patient impact was reported. Additional information has been requested, but none received till date.